Event description:
Rn reports that after 2 weeks of usage, the occluder feet on the transfer set are broken. This was noted during use. The set was changed with no pt injury or medical intervention required per rn.